Event description:
It was reported the pt was unable to communicate with the ipg using external devices. A replacement charging system did not resolve the issue. It was reported the pt no longer had stimulation. The physician replaced the ipg, and the issues were resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.